Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was "out of it" after implant when the health care professional (hcp) talked to her and she was never trained on the patient programmer (pp). The patient noted that she had diarrhea for about 3 days which she associated with having the flu but not to the therapy. The patient stated that she noticed having leakage like she did before implant and thought the therapy or pp was not working. Troubleshooting attempts were made and the pp showed stimulation was on program 1 at 1.0v. The patient declined making a change at the time and the patient was redirected to their hcp. It was also mentioned that the patient had a bandage on initially during the call but pulled it off. The patient also mentioned on a single day that patient was changing as often as she was before implant and leakage was described in a way that seemed sudden. There were no further symptoms or complications reported or anticipated.